Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli 10: it was reported that during a laparoscopic partial gastrectomy with roux-en-y gastrojejunostomy and intraoperative endoscopy, a malformed staple was observed in the mid-portion of the staple line after the reload was fired to create the jejunojejunostomy anastomosis; the staple legs were vertical and did not form the expected b-shape. As a precaution, the surgeon reinforced the staple line with additional sutures to ensure secure closure and reduce the risk of a potential leak.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the picture noted that a monitor displaying a staple line could be seen and staple formation could not be properly examined due to image quality. Visual inspection of the device noted that the reload was fully fired with the interlock engaged and the reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument (0804). The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that a malformed staple was observed in the mid-portion of the staple line after the reload was fired to create the jejunojejunostomy anastomosis; the staple legs were vertical and did not form the expected b-shape. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions of obstruction; knife damage that is related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: lf1944 jaw lap lf1944 ligasure maryland 44 cm - (lot#52670405x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic partial gastrectomy with roux-en-y gastrojejunostomy and intraoperative endoscopy, a malformed staple was observed in the mid-portion of the staple line after the reload was fired to create the jejunojejunostomy anastomosis; the staple legs were vertical and did not form the expected b-shape. As a precaution, the surgeon reinforced the staple line with additional sutures to ensure secure closure and reduce the risk of a potential leak. No patient complications have been reported as a result of this event.